Manufacturer narrative:
Additional information: according to the information received from the field the recipeint experienced coupling issues with the device, which are likely related to a too thick skin flap even after skin flap thinning surgery was performed. No information on possible further steps has been received.

Event description:
The user was implanted on (B)(6) 2023 and went for switch-on (B)(6) 2023. During the switch-on, it was found that neither the telemetry cable nor the rondo3 device with magnet 3 was connecting to the internal device. Coupling could not be achieved with higher strength magnet either. Slight pressure was applied and the coupling could be achieved between 60-80% with the telemetry coil. The user is of medium built, but not overweight or obese. The surgeon planned for a skin flap thinning procedure (B)(6) 2023. As per registration card information, the skinflap was double and the thickness was 6 mm. Furthermore, the user is not hearing anything with either audio processors, only a noise like sound whenever any environmental or speech sound was presented. This was observed only after the user held down the device by applying pressure, as otherwise the external device kept falling down throughout the session.

Event description:
The user was implanted on (B)(6) 2023 and went for switch-on on (B)(6) 2023. During the switch-on, it was found that neither the telemetry cable nor the rondo3 device with magnet 3 was connecting to the internal device. Furthermore, the user was not hearing anything with either audio processors, only a noise like sound whenever any environmental or speech sound was presented. This was observed only after the user held down the device by applying pressure, as otherwise the external device kept on falling down throughout the test session.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.